Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit2847, serial/lot #:(B)(6). H3, h6: the target extender was returned for product analysis. The analysis determined that the carbon fiber looked to be discolored or worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that depth perception was off by 3.5mm. Instrumentation appeared deeper than it should. There was an accuracy issue. The cause of the depth perception being off was due to the target extender being bent. There was no known impact to the patient outcome.